Manufacturer narrative:
Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was incorrect by one hour due to local time change. Customer corrected pump time to address the issue. Customer's blood glucose was 133 mg/dl.